Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had a cat scan done yesterday and they had to turn their therapy off and turn it back on because their pelvic area was killing them. Patient said they fell in their pelvic area and butt, and a tree hit them. Agent walked patient through connecting to their settings. Patient increased stimulation and said they were not feeling any stimulation. Agent reviewed with patient that they may want to lower their stimulation if they were feeling discomfort. Patient said that they turned therapy off, but patient seems to be continuously increasing the amplitude. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.